Manufacturer narrative:
Literature citation: gert van houwelingen, k. Et. Al. "Outcome after myocardial infarction treated with resolute integrity and promus element stents: insights from the dutch peers (twente ii) randomized trial", revisa espanola de cardiologia (english edition) (2016) volume 69, issue 12, pages 1152-1159. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via a literature abstract that thrombosis, st-segment myocardial infarction (mi) and non-st-segment mi occurred. The prospective, randomized dutch peers (twente ii) multicenter trial compares non-bsc stents and promus element stents in 1811 all-comer patients, of whom 817 (45.1%) were treated for st-segment elevation mi or non-st-segment elevation mi and the 2-year outcome is available in 99.9%. Of all 817 patients treated for acute mi, 421 (51.5%) were treated with non-bsc stents and 396 (48.5%) with promus element stents. At the 2-year follow-up, the rates of target lesion revascularization, and definite stent thrombosis were low for both stent groups. Consistent with these findings in all patients with acute mi, outcomes for the 2 des (drug eluting stents) were favorable and similar in both, with 370 patients with st-segment elevation mi and 447 patients with non-st-segment elevation mi. The non-bsc stent sand promus element stents were both safe and efficacious in treating patients with acute mi.